Event description:
On (B)(6) 2011, the pt underwent treatment with a gore tag thoracic endoprosthesis, and on (B)(6) 2011, two more tag devices were placed.

Manufacturer narrative:
Result - the mfg records review verified that the lot met all pre-release specs.